Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. It was also reported that the touchscreen became scratched. Contact stated that the scratch had not impacted pump performance. Contact reported that the customer's blood glucose (bg) level was 360 (mg/dl), and that the bg level was addressed with a bolus administered with the pump. Reportedly, customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
(B)(4).